Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer received inaccurate glucose readings with the abbott diabetes care (adc) device. The customer reported unspecified inaccurate readings on an adc device and did not feel well leading to the customer to self-treat with glucose. There was no report of death, serious injury, or mistreatment associated with this event.